Event description:
The customer reported the device alarmed machine pressure autozero failed (ec 1109) while in patient use. The device continued to ventilate in the alarm state and there was no harm to the patient. The patient was moved to another device. The customer spoke with a philips remote service engineer (rse). The customer verified error code 1109 in the error log. The customer requested to send the device to bench repair.

Manufacturer narrative:
Following the evaluation of the device, the bench technician replaced the solenoid valves and the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.